Event description:
Two alleged ruptured foley catheter balloons. Puts only 23cc in the 30cc balloon. The first catheter could be removed by the customer. The second ruptured according to the customer. But could not be removed. Customer told to go to the ER for removal. Spoke with the customer in 03/02 and the balloon ruptured on the second catheter. Customer had a uroscopic procedure to remove the fragments. Kendall notified of the occurrence in 03/02.